Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 330 mg/dl. Upon troubleshooting, it was found that the display did not return. The customer stated that the insulin pump was counting and came back on, but then it shut back off. The customer also reported that the insulin pump had been depleting batteries prematurely, noting that the batteries would last between 1 to 4 days before requiring another battery replacement. The insulin pump alarmed failed battery test, and she stated that she had woken up to find that the insulin pump was off. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.